Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen went black and did not power back on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the screen had gone black and did not power back on. A field service engineer reported that when arrived at the station, it was up and running. The fse also confirmed that there was no drawer failures observed.